Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A supplemental will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was found scratched 10 days after the cataract surgery. At the moment of the implant the defect was not detected. The patient reported a visible line along the visual axis which was visible with the slit lamp. Additional information was provided by the surgeon who reported that the iol was exchanged and the patient condition was resolved. The new lens was positioned in the capsular bag.

Manufacturer narrative:
The previously reported patient code did not apply. Evaluation summary: the lens was returned. Solution was dried on the lens. A portion has been cut from the optic and not returned. Two light scratches were observed (not in central field). Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The viscoelastic indicated is not qualified for this iol/monarch combination. The root cause for the patient seeing a line could not be determined. The toric (3.75cyl), 23.5 diopter lens was replaced with a non-toric 23.5 diopter lens. This may indicate the patient didn¿t need a 3.75 cylinder correction. The light scratches observed were not in the central field. The root cause for the light scratches may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the iol/monarch combination used. Due to differing viscosities, the use of an unqualified viscoelastic may result in delivery issues and/or damage. Based on manufacturer observation it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.